Event description:
When the doctor was threading the catheter over the wire the wire kinked. No patient harm reported.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided one photo for evaluation. The photo displayed a kinked guide wire through a catheter body. Obvious signs of use were observed. However, a full visual inspection could not be performed as no sample was returned for analysis. The IFU provided with this kit instructs the user, "if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel. In this circumstance, pulling back on guidewire may result in undue force being applied resulting in guidewire breakage. If resistance is encountered, withdraw catheter relative to guidewire about 2-3 cm and attempt to remove guidewire. If resistance is again encountered, remove guidewire and catheter simultaneously." The customer report of a swg kinked was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
When the doctor was threading the catheter over the wire the wire kinked. No patient harm reported.